Manufacturer narrative:
One piu was received for evaluation. Product analysis revealed the reported issue could be duplicated. The device history record was not reviewed as a manufacturing/design issue is not suspected as the device was manufactured in 2013. Therefore, it has exceeded its design service life expectancy of two years. Therefore the failure was determined to be normal wear and tear. There are no previous complaints for this issue associated with this serial number and the unit has not been previously returned for refurbishment. Based on the results of the hardware analysis, the root cause of the reported issue was due to the damaged engine cable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, a cancellation occurred. The patient was in-patient overnight for a planned angiogram and oct. An error message appeared on the system stating "a serious error has occurred (111). There is a problem communicating with the doc. Click ok to shut down the oct system." The system was restarted and another error message appeared that stated "configuration error (1337). Invalid hardware configuration. Contact your authorized service representative. Doc error." The angiogram was cancelled. There were no adverse patient consequences.